Manufacturer narrative:
D9, h2: device available for evaluation updated from no to yes. H6: component codes 3036 and 788 added. H6: type of investigation code 4115 was removed; 10 added. H6: investigation findings code 3221 was removed; 114 added. Analysis was performed on the returned device. The reported difficulty closing the foot was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause could not be determined for the reported difficulty closing the foot. However, the investigation determined that unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, during step 4, the feet were unable to close properly. After several attempts the device was able to be removed (it was able to eventually be opened and closed, the footplate lever was able to go completely down, feet retracted back into the guide and the device was simply withdrawn). Pre-close was abandoned. The sheath was upsized to a 14f sheath and the procedure was completed. Hemostasis was achieved via manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.